Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the communicator and patient controller would not communicate with the implanted battery. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of multiple external products not being able to communicate with the patient¿s implant was unclear. The rep stated that they had not had the opportunity to speak with the managing account for the patient regarding this matter. The rep indicated that the patient¿s weight at the time of the event had only fluctuated by a couple of pounds, nothing substantial. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of multiple external products not being able to communicate with the patient¿s implant was unclear. The rep stated that they had not had the opportunity to speak with the managing account for the patient regarding this matter. The rep indicated that the patient¿s weight at the time of the event had only fluctuated by a couple of pounds, nothing substantial. No further complications were reported/anticipated. 2019-jul-26, (B)(4) (rep): additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient several times and could not communicate with the ins under any circumstances with the controller or the clinician programmer. It was reported that the patient was unable to charge the ins and saw a setup screen on the controller. A no device found screen (screen 16) was displayed. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the rep was able to troubleshoot with the patient and their stimulator was now charging. It was reported that the patient had let their ins deplete to the point where an antenna locate had to be performed. The issue had been resolved and the physician¿s office was aware of the issue. No further complications were reported/ anticipated.